Event description:
The device was revised due to wear the device was returned by the surgeon to our distriburtor, without any explanation. The surgeon has been contacted several times (phone), but has not responded. The hosp could not provided any info because I could not provide any pt data.